Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20303211, expiration date 05/31/2012). (B)(6).

Event description:
Caller states patient tested 1.0 inr on coaguchek xs system 1 and 1.0 inr on coaguchek xs system 2 while a comparison lab returned as 2.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.